Manufacturer narrative:
Additional information: date of event: unknown, as information was asked but not provided. Date explanted: not applicable, as the device remains implanted. The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the baerveldt shunt that was implanted in the patient¿s ocular sinister (left eye) in 2017 will be repositioned on (B)(6) 2022, tube shunt extender was also requested for the repositioning procedure. Through follow-up, additional information was received stating the tube shunt is now touching patient's cornea and may be causing his descemet stripping automated endothelial keratoplasty (dsaek) graft to fail. Patient has two (02) failed dsaek procedures and currently is in graft rejection with corneal edema present in his os. Also, the tube is too short and needs correcting. It was confirmed there is no serious patient injury. It is unknown if the tube shunt dislocated after initial implant. No further information is available.